Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis summary: analysis was unable to confirm the customer comment that the generator turned off during use, it passed all automated and bench testing with no anomalies observed. It was noted that both bail covers and a ring cover were broken, that one bail and one ring were missing and the keyboard window was scratched. The device was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pace generator turned off during use following an adjustment of the milliamperes. The generator was swapped out and there were no further complications. It was noted that the biomedical engineer was unable to duplicate the reported issue. Functional analysis was requested however it was stated that the generator was not to be repaired or calibrated. The generator was returned for service. No patient complications have been reported as a result of this event.